Manufacturer narrative:
The device is an instrument and is not implantable. Investigation pending.

Event description:
While perform a plif revision surgery, the prongs of the universal driver broke while attempting to remove the closure tops. The fragments of the driver were removed from the patient. The surgical delay was 5 minutes. There was no reported injury to the patient.